Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during device interrogation with alerts for vf episodes, atp and non-sustained rv oversensing. Review of the egm revealed noise due to oversensing. Noise was seen during isometrics and pocket manipulation. The lead was capped and replaced. The patient is stable post-procedure.